Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter; product ID: 8781, serial/lot #: (B)(4), ubd: (B)(4) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (1 mg/ml at 150 mcg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient felt that the pump may not be working and told his physician that. The physician scheduled exploratory surgery to find the issue that may be causing the cessation of therapy. On (B)(6) 2018 the patient was taken to surgery at which time it was found that the pump was running okay, but the catheter was occluded by what looked like a kink. Even though the pump looked to be running okay the pump and catheter were replaced after which the catheter was patent. There were no environmental issues noted that may have led or contributed to the issue. The issue was resolved, and it was it was noted that the hcp had no additional information to provide regarding the event. The patient status was reported as ¿alive; no injury¿. No further complications were reported/anticipated.